Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report air bubbles in the reservoir during the fill tubing process. Customer also reported a leak in the reservoir past the second o-ring. Customer's blood glucose at the time of the incident was 191 mg/dl. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
Evaluated 1 random seal reservoirs. Performed pre-fill reservoirs test. Found no leakage and no air bubbles and not occluded anomaly during filling, performed a manual test to remove the reservoir plunger found the plunger easy to remove properly. Did not find any leakage anomalies when removing the plunger.